Event description:
It was reported a patient underwent a soft tissue masses removal procedure on all 4 extremities, on (B)(6) 2022 and topical skin adhesive was used. Post op on (B)(6) 2022, the patient had 8 out of the 9 incisions were red, inflamed and itchy. They removed all dressings and removed adhesive with petroleum jelly. Treated with a medrol dose pak, benadryl prn, hydrocortisone cream. Patient status improved. Patient has never had dermabond before per her records. Additional information requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. No product available for return. Note events reported on: mw# 2210968-2022-02850, mw# 2210968-2022-02851, mw# 2210968-2022-02852, mw# 2210968-2022-02853 and mw# 2210968-2022-02854.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? No. Please describe how was the adhesive was applied. Applied using the provided pen applicator. What prep was used prior to, during or after adhesive use? Chlora prep. Was a dressing placed over the incision? If so, what type of cover dressing used? 4x4 and tegaderm on all 9 incisions on top of the adhesive. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials / ID, gender, age or date of birth; bmi. Ts female 57 yo bmi 26.11. Patient pre-existing medical conditions (ie. Allergies, history of reactions) no has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Current patient status. Improved and rash free now. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.